Event description:
It was reported that prior to an implant procedure, when switching to the analyzer the programmer crashed. The printer starting printing "grave programmer error implanted device". The programmer was rebooted and was able to be used for the procedure. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.